Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level of 500 mg/dl and went to the emergency room (ER) on (B)(6) 2026, and was subsequently hospitalized. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.